Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a shorted esd700 diode array on the distribution node pca. Additionally, an open pulse wire was found in the cable connecting the front therapy electrode and ECG "a". The root cause for the shorted esd700 diode array could not be positively identified. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to communicate with a monitor.